Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an adverse event. The patient stated the g5 mobile application was prompting them to create a profile. The patient stated they did not desire to accept the terms and conditions of the g5 mobile application and while not using the app, the patient fell into a diabetic coma. The patient had awaken on his own approximately 9 hours past the time he would have normally. The patient had taken a fingerstick reading of 1.7 mmol/l and drank juice to address the low blood glucose level. No medical intervention was reported. At the time of contact, the patient was doing fine. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the could not be determined. A root cause could not be determined.